Manufacturer narrative:
Investigation of the subject catheter returned on 06/23 revealed helical cut but not breakage damage of the polymer tip end, distal end approx. 3cm including the polymer tip was helically deformed. Comparing the returned device with unused new same model from inventory, it was suggested that the returned device was damaged with helical incisional cut. No breakage or separation of the polymer tip was obviously found, however the possibility of missing of some micro- fragment was suggested. Manufacture was advised in a brief meeting with the physician on 05/19 at (B)(4) on this event as the stretch of polymer tip in the procedure, no information suggesting the breakage of the polymer tip, nor the information on the breakage of a guidewire used in the same procedure (MDR filed on (B)(6) under 3003775027-2016-00095). Based on the provided brief information, attempts were made to obtain complete event, however physician and related medical personal was not available, additional information was not immediately obtained. On 2016/6/08, contact with the physician who provided additional information, but the event was reported as the stretch of tip of catheter, no breakage information was suggested or reported, only the information on the breakage of a guidewire used in the same procedure, fragment remaining in anatomy, discard of the guidewire, were provided as significant information. (MDR filed on (B)(6) under 3003775027-2016-00095). On 2016/6/23, catheter was returned to manufacturer, investigation of device revealed cut damage of the polymer tip, suggesting the possibility of fragment remaining in the patient anatomy. This date is quoted as the date of awareness. Lot history review revealed no anomaly relating to the event observed with returned device, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip distal end of the catheter trapped by the calcified cto lesion when the catheter advancement was attempted with rotational manipulation, due to excessive rotation, force was accumulated to the distal end of the catheter, distal end was helically deformed and the polymer tip was cut damage. IFU describes in the section of warning and precautions for use: do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.)

Event description:
Reportedly, in the procedure to heavily calcified cto lesion at mid rca, a guidewire and subject catheter were advanced by retrograde approaching manner from lad toward distal pda via septal channel. The catheter didn't advance when counterclockwise rotation was applied. After switching to clockwise rotation, the catheter smoothly crossed the septal channel. However, it turned out to be damaged with the tip segment stretched out. Case stopped with no complications for the patient. Regarding this pci procedure, in the same procedure, it was reported that when attempting to penetrate a guidewire into the lesion, the tip of the guidewire was broken, the tip segment was partly left in the occlusion. Physician comments that the breakage of guidewire does not relate with the event of corsair. (Guidewire breakage event has been reported on (B)(6) under 3003775027-2016-00095.

Manufacturer narrative:
(B)(4).